Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as screwdriver ratchet handle wont ratchet anymore in forward. Poly liner trial has the screw broken off in the dome. Screw forceps are bent and wont hold screw angle correctly. Drill guide has a burr or something internal and drill bits don't slide freely in the device. Reamers are dull and not cutting bone. No surgical delay.